Manufacturer narrative:
External insulation abrasion was noted at 7.2-7.9 cm from the pin consistent with lead friction to the ICD can. One of the right ventricular cable etfe coating was abraded at this location, while the other right ventricular cable etfe coating was intact. Ptfe liner was abraded and inner coil was exposed. This is consistent with the observation from the field of noise.

Event description:
It was reported that an asymptomatic patient presented in clinic after a vibratory alert was received. Right ventricular lead noise was noted that almost led to inappropriate therapy. The lead was successfully replaced on (B)(6) 2018 and patient tolerated the procedure well with no complications.

Manufacturer narrative:
Correction: -the explant date should have been (B)(6)2018.